Event description:
The pt was implanted with a left ventricular assist device. The pt was discovered unresponsive and the power cable disconnected alarm was active. The pt was transferred to the hospital where he was pronounced dead.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.